Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the motor drive unit hand cntrl pwrmx el was heating up and grinding. No case reported; therefore, there was no patient involvement.

Manufacturer narrative:
H10: h3, h6: the reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A complaint history review concluded this was a repeat issue. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection found bent pins in the connector. The connector pins were aligned to be able to perform a functional evaluation. A functional evaluation revealed no problems. No overheating or grinding was noted. It was determined the device did not contribute to the reported events of overheating and a noisy motor. It was determined the device contributed to the damaged connector. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failures were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaints of overheating and a noisy motor were not confirmed. Factors that could have contributed to the reported event include a failure of a concomitant device. The complaint of a damaged connector was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to a damaged connector include excessive force, misalignment, or twisting of the connector during connection/disconnection to a control unit. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.